Manufacturer narrative:
No sample has been returned for evaluation for the report of the <probe not cutting>; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A sample was not retained by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A nurse reported that the probe stopped cutting with aspiration working during a procedure. The procedure was completed without replacing the product. No patient harm reported. Additional information has been requested. The facility discarded the product sample; therefore, no sample available for evaluation.